Manufacturer narrative:
The physician reported that during insertion of a 10mm x 25mm palmaz genesis .035¿ 135cm opta pro over-the wire (otw) percutaneous transluminal angioplasty (pta) stent through an unknown 8f long sheath introducer, the stent immediately detached on the valve of the introducer. There was no reported patient injury. The physician did not apply negative pressure on the balloon. Additional event details were requested; however, they could not be obtained. The product was not returned for analysis. A product history record (phr) review of lot 82239758 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event, especially if the hemostatic valve wasn¿t opened fully. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr review nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
Additional event details were requested; however, could not be obtained.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82239758 presented no issues during the manufacturing process that could be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician reported that during insertion of a 10mm x 25mm palmaz genesis .035¿ 135cm opta pro over-the wire (otw) percutaneous transluminal angioplasty (pta) stent through an unknown 8f long sheath introducer, the stent immediately detached on the valve of the introducer. There was no reported patient injury. The physician did not apply negative pressure on the balloon. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. Additional information is pending and will be submitted within 30 days upon receipt.